Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, the posterior haptic was trapped between the cartridge nozzle and the plunger. Additional information has been received stating the plunger moved over the lens, which led to improper folding of the iol. The lens was removed from the preloaded system and subsequently implanted in the patient on the same day using an unspecified cartridge and company injector. There are five medical device reports associated with this report. This is 1 of 5.